Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of internal components revealed sheared teeth on the firing racks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances:1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, for the 1st firing (rb area of rectum), at closure of rectum, they used the handle and reload. The surgeon tried to fire the device, however the firing was not advanced. The reload partially fired. Replaced by new reload, however the same event occurred. Replaced by new handle with same lot# and the firing was completed. For the second firing, the surgeon tried to fire the second handle, however the same event occurred. Replaced by another handle of different lot#, however the same event occurred. Replaced by a competitor's device, the closure was completed. The tissue was thick. For the firings described above ,the surgeon articulated the jaws twice and compressed the tissue for 30 seconds and started the firing. No patient injury.